Event description:
A pharmacist reported that during an intraocular lens (iol) implantation procedure, the implant became stuck in the injector during insertion into the patient¿s eye. Incision enlargement was performed. The implant was unable to be injected. The surgery was completed on the same day using a back-up lens of the same diopter and reference. No consequences for the patient were reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).